Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2014-25693. It was reported the patient (B)(6) lost stimulation after experiencing a fall. Additionally, it was reported the patient's ipg is unable to communicate with the patient's programmer and replacement programmer. In turn, the patient may have x-rays taken at a later date.